Event description:
It was reported that pairing was reported. Date of event is an approximation. On (B)(6) 2024, the patient changed her sensor and paired on the receiver. However, the sensor did not pair. The patient used another sensor but it did not pair either. Since the sensor was not pairing the patient experienced hyperglycemia and started to feel very sick. The patient drank water and started to vomit. The patient´s brother in law took the patient to the hospital. At the hospital, they took a blood glucose (bg) reading which was 700 mg/dl. The patient was treated with IV fluid. The patient was hospitalized for 3 days and at the time of the report the patient was still hospitalized but doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.